Event description:
It was reported during surgery, the distal drilling went astray. To complete the surgery, the surgeon used freehand-locking.

Manufacturer narrative:
Additional info has been requested, and if received, will be provided on a supplemental report.